Event description:
The hospital reported that during a coronary artery bypass graft surgery, when deploying two heartstring seals into the aorta, the seals were noticed to have cracks. The surgeon used a replacement heartstring seal to complete the procedure. No patient complications were reported by the hospital.